Event description:
It was reported that the akreos ao60g iol was inserted in the pt's right eye. The pt's capsule broke during the insertion of the lens. The iol was removed and successfully replaced with a different model lens. Please ref MDR #: 1119279-2012-00182 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.